Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2012, inratio: 4.6, re-test: 1.2 (new finger, 5 minutes later). Date: (B)(6) 2012, inratio: 1.4. Previous results: date: (B)(6) 2011, inratio: 2.2. Date: (B)(6) 2011, inratio: 2.4. Date: (B)(6) 2011, inratio: 2.2. Date: (B)(6) 2011, inratio: 2.3. Date: (B)(6) 2012, inratio: 2.0. Patient self tester has been using the inratio meter for over a month. Previous results were obtained using the same strip lot.

Manufacturer narrative:
Investigation pending.